Event description:
The customer reported that the display was blank.

Manufacturer narrative:
The customer reported that the display was blank. The device was evaluated at phillips, and the issue was confirmed. Replacing the keyscan pca and control pca resolved the issue.